Event description:
It was reported that following a ptca/stenting treatment procedure, the distal polymer sleeve of the pt graphix guidewire separated. The pt was asymptomatic during this event. The lesion being treated was a stenotic lesion in left main coronary artery at the bifurcation of the left circumflex and left anterior descending coronary arteries. The physician inserted a tgv guidewire into the lad coronary artery. Next, he inserted the pt graphix guidewire into the lcx. Then an express2 stent was loaded along the tgv guidewire and successfully placed at the bifurcation of the lad and lcx. Upon removal of the choice pt graphix guidewire, the distal polymer sleeve was separated. It is noted that resistance was met with removal of the guidewire. The procedure had been successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.